Event description:
When the surgeon inserted the coil into the lesion, he found it was not appropriate enough. Then he withdrew the coil back into the microcatheter. After he was ready to implant the coil to the lesion again, the coil was pre-detached in the micro-catheter. He withdrew the whole system out of the pt including the coil and micro-catheter as one unit. Another coil, micro-catheter and syringe was used to complete the procedure. There was no impact to the pt.